Event description:
The customer reported that he was hospitalized for high blood glucose levels three times last year or the year before. The customer stated that his blood glucose levels were greater than 500 mg/dl. The customer was not feeling well, and was nauseous. The customer stated that he had strep throat, which caused his blood glucose levels to elevate. No troubleshooting done as the customer is no longer using the insulin pump that he was using at the time of the hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.